Manufacturer narrative:
The device was not returned; however, an analysis of the downloaded case data shows that the device functioned as intended throughout the case. No device malfunction was noted. The lot number is unk, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with this device. The instructions for use states: "if accessible, examine the pt's skin under the arctic gel pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature". (B)(4).

Event description:
Per the information received, the pt was being treated for hypothermia by user of the arctic sun device. The pt had a core body temperature of 29 degrees centigrade prior to treatment. The pt was heated for 10 hours at 39 degrees centigrade. It was reported that the pt expired and the healthcare personnel later noticed that the pt had third degree burns. The pads and machine were left on for several hours following the pt's death. It is unk exactly when the pt burns were noted.